Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that actions/interventions taken to resolve the event were unknown as the event was still ongoing and had been ongoing as of (B)(4) 2017. The patient's baseline weight was provided. It was noted that the patient's indication for use was other chronic pain, degenerative disc disease, and radicular pain syndrome.

Manufacturer narrative:
Due to imdrf harmonization, device, methods, results, and conclusion codes were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was resolved without sequelae on (B)(4) 2018 .this issue was noted to have been due to programming. Since the reprogramming on (B)(6) 2018, the pain had been better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that as of (B)(6) 2018, patient had no improvement, device was reprogrammed with 2 new hd programs for upper lead. The event was ongoing. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced undesirable change in pain level and the program was not relieving pain. On (B)(6) 2017 the patient¿s pain was not relieved. On (B)(6) 2017 the pain in the back and legs increased to a pain level of 6-6-6. The physician concurred that a reprogramming was needed to possibly reduce pain. Reprogramming was performed on (B)(6) 2017, but the pain was still not at desired level. Reprogramming was performed again on (B)(6) 2017; pain level was better but still not as desired. On (B)(6) 2017 the pain level still was not as desired. Reprogramming was requested and performed. Changed hd program based on x-rays. Imaging ruled out lead problem, negative results. On (B)(6) 2017 another reprogramming was requested and hd program was changed. The etiology indicated the relationship of the event to the device or therapy was possibly related, but not related to the implant procedure or programming. The outcome was reported as ongoing. No further complications were reported or anticipated.